Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user, there was the possibility that this phenomenon was attributed to the followings. There was an abnormality in the lamp. There was an abnormality in light source. There was an abnormality in the applying of the heat compound. There was an abnormality in the usage and/or the storage environment of the lamp. There was an abnormality in handling during installation of the lamp. There was an abnormality in the voltage of the power supply.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the brightness of the lamp was poor even within 50 hours after previous replacement. The medical engineer of the facility replaced the subject device to new maj-1817. There was no report of patient injury associated with the event.